Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported having a fall in (B)(6) 2017 and had pain. They fell when they were on their way to see their healthcare professional (hcp). Beginning like last tuesday or monday, a week ago, they were unable to lift their foot. Beginning on (B)(6) 2017 they could not move or stand up. The patient has no mobility on their left side from their waist down. There is no nerve damage and nothing is broken but there is constant pain. The patient cannot move or stand up or lift their foot. They charged their ins but it is not giving any pain relief at all. They were admitted to the hospital on (B)(6) 2017 and now they are in a rehabilitation center. They are using a tens unit and they said it was okay to use it. They can feel the tens unit working and can feel the charges. They have nothing on their left side and that was the reason it was put in. They already spoke to their hcp who recommended that a manufacture representative (rep) be requested to make sure everything is okay. The patient would follow up with their hcp to have them make an appointment with a rep to check the ins. No further complications were reported/are anticipated.